Event description:
Pt developed postop cornea endothelial cell decompensation. Surgical instruments were sterilized in the plazlyte process. Cause is unk. Similar surgeries were performed with instruments sterilized in the same process without adverse event. Published literature lists causes of corneal decompensation to include surgical techniques, residual detergent/gluteraldehyde, etc.